Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Initially, the impella was placed without complications; however, upon transfer to hospital bed, impella pulled back across the valve due to touhy borst not being tightened. Decision made by ic to urgently replace device. New impella cp placed without complications. No patient harm was reported.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device and data were not returned for investigation. Based on the clinical information provided, the cause of the positioning issue was touhy- borst related due to improper technique because impella pulled back across the valve due to touhy-borst not being tightened.